Manufacturer narrative:
(B)(4). This report involves a patient who experienced suspected peritonitis in the context of peritoneal dialysis. While there was no definitive peritonitis reported, it is currently unable to be ruled out as a cause for the reported event. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the suspected peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics in the pd solution bag (dose, frequency and duration not reported). At the time of this report the patient outcome of this suspected peritonitis event was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The previously reported event of suspected peritonitis was confirmed to be peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient had recovered from the peritonitis event, the fluid was clear and the patient ¿was doing well¿. Should additional relevant information become available, a supplemental report will be submitted.